Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous lesion in the proximal left anterior descending artery. The 4.0x18 mm skypoint stent delivery system (sds) was not prepared outside of the body. The (sds) was advanced to the target lesion without issue. The sds was inflated once to nominal pressure. During deflation negative pressure was held for several seconds, several times, the balloon did not fully deflate. When attempting to remove the sds, the sds got stuck in the guide catheter since the balloon was withdrawn partially deflated. The sds and guide catheter were removed as a single unit. A new guide catheter and non-compliant balloon was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the stent delivery system (sds) was prepped inside the anatomy. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. Additionally, the investigation was unable to determine a conclusive cause for the reported deflation problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.